Event description:
Ous MDR - after an implantation period of about 5 weeks, it was reported that the lead had dislodged. X-rays confirmed the lead dislodgement. The lead was exchanged. Although the patient mentioned making sudden movements during the night, the physician thought the reason for the helix not extending was due to the fibrous tissue detected in the helix. The lead was returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Summary upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. The analysis did not reveal any sign of a material or manufacturing problem.